Event description:
Patient reported occlusions were occurring at her infusion sites. Patient reported she noticed wetness on her clothes and discovered insulin leaking from under the adhesive pads of her infusion sets. Patient stated she removed the infusion set, the cannula was bent. No adverse event reported. Product was replaced and requested return of the alleged infusion sets for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.